Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and upon visual inspection, the unit was found to have scratches and chipped paint on the cover/housing, as well as scratches on the heatsink. The rear right rubber foot was also found to be missing. The issue was confirmed using the system logs, which recorded error m-02 on (B)(6) 2025. During testing, the erbe unit displayed error code m-02-5 upon startup, and a review of the erbe log showed an additional error m-02. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted technical support during setup to report that the erbe integrated electrosurgical unit (iesu) was presenting a m-02 error. The technical support engineer (tse) reviewed the system logs and verified the error. Prior to calling in, the customer power cycled the erbe unit, but the error returned. The tse walked the customer through two (2) hard power cycles of the erbe, however, the error returned both times upon power up. As a result, the customer elected to move to another system for the day. The procedure was aborted to another da vinci system with no reported injury.